Manufacturer narrative:
(B)(4) (B)(6) concomitant medical products: stn pn trc/pl shk 7/64 x9 6pk lot#unk item#27-361478. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. The root cause of the failure is contributed to operational context, as the surgeon accidently damaged the wire. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-00483.

Event description:
It was reported that during a shoulder resurfacing procedure, during humeral reaming, the wire fractured off into the drill guide. It was further reported that the surgeon had been the guide wire during use. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a shoulder resurfacing procedure, during humeral reaming, the wire fractured off into the drill guide. It was further reported that the surgeon had bent the guide wire during use. No adverse events have been reported as a result of the malfunction.